Event description:
A technician reports 7 pts with mixed astigmatism and flipped axis on hyperops following lasik surgery. During follow-up, the surgeon stated, she does not have any concerns of harm or adverse outcome for any of the 7 cases. The surgeon is planning to adjust the hyperopic nomogram to fine tune results and the results mentioned for the 7 pts were 1-2 days post-op. The surgeon felt, the auto refraction measurements for the 7 pts did not represent true pt outcomes because of the early post-op timeframe. The surgeon has indicated, she does not wish to share pt records or discuss the 7 pts further because, she does not have any concern for these pts' outcomes.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).